Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting an alarm message for low leak ¿ co2 rebreathing risk, with error code 1203. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and the rse noted that the exhalation port may be occluded. Testing was performed with the biomedical engineer, but the reported issue could not be reproduced. The rse dispatched a field service engineer for onsite evaluation and repair.